Event description:
It was reported that the bd maxzero multi-fuse pressure rated extension set with needleless connector(s) had blood backflow from the patient. The following information was provided by the initial reporter, translated from french to english: we have received four other medical device vigilance reports regarding maxzero valves with extension (ref: mz5305, lot: 24099033). One other case in a pediatric hospital, one case in a general ward, and two cases in orthopedics. For the pediatric case, the geriatric case, and one of the orthopedics cases, the leak at the valve was identified when the tubing was connected to the catheter. Indeed, reflux was observed up to the valve. Pulsed rinsing was performed, and no reflux was subsequently observed. For the second orthopedics case, the reflux was observed when an IV analgesic was connected to the device.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: no mz5305 sample was available for investigation. The customer reported that the affected sample was from lot 24099033 and that "the valve leak was identified at the connection of the tubing to the catheter. In fact, reflux was observed up to the valve. A pulse flush was performed, after which no reflux was observed." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with blood identified to have reflux'd throughout the extension set with blood visible within the maxzero housing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24099033 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. Please note the maxzero is not a back check valve and under certain circumstances it is possible for blood to back flow into the maxzero; such a phenomenon can occur if the patient has high blood pressure. As stated in the directions for use "flush the maxzero after each use with normal saline or in accordance with facility protocol." And "failure to properly prime the device can result in reflux". A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5305 product in the past 12 months.

Event description:
No additional information.